Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that when he puts the reservoir inside the pump and clicks on act to prime, it just keeps pumping insulin. Customer stated that it does not stop until the reservoir is emptied. Customer has already used 3 vials of insulin. Customer's blood glucose was 15.7 mmol/l at the time of the incident. Customer stated that insulin is squirting out during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that he will treat with a pen. Customer stated that the drive support cap is normal and he does not recall pressing the cap while connected. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.